Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet user experienced sustained high blood glucose for several hours, with the pump displaying high glucose alerts and the user attempting to issue three meal announcements as corrections while on new medications and increased carbohydrate intake; the medical device problem and device component could not be determined due to insufficient information. Symptoms included hyperglycemia with dizziness and urinary frequency. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of user-provided information. Investigation of this case revealed no findings available, with insufficient information to identify a medical device problem or specific device component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.